Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the premix med starts dripping too fast while priming. The patient did not want to use cassettes from last order because they stated they don't trust them. No patient harm/adverse event was reported. This is a continuous infusion. Set flow rate and volume delivered are unknown. The patient had additional cassettes they were able to switch to and the patient was able to successfully continue their infusion. The infusion is life sustaining.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: no product samples, pictures, or videos were received for investigation. The complaint of dripping too fast could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If the product is returned the manufacturer will re-open the complaint for further device analysis. A device history record (DHR) review was unable to be performed as the lot number was unknown.